Event description:
Additional information received that provocation testing was done but the noise was not replicated. It was also noted that the oversensing was due to electromagnetic interference (emi).

Event description:
During an in-clinic follow-up, noises resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) channels on the device. No intervention has been done at this time. The patient was stable and will continue to be monitored.